Event description:
The customer stated that she medicated based on her meter readings, and an ambulance had to be called. She was unwilling to troubleshoot the system or provide any more info about the incident. The test strips are to be returned for evaluation, and replacement test strips will be sent.